Event description:
Through review of medical article received from hong kong "unicorn for valve-in-valve transcatheter aortic valve replacement: unicorn hong kong registry" the following event was identified as related to ew devices: edwards received notification that this patient with a 3300tfx19m valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to severe stenosis, severe regurgitation, or mixed severe stenosis and regurgitation. The patient presented with heart failure before the reintervention. A 23mm non-edwards transcatheter valve was implanted within the edwards surgical valve.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of the two manufacturer reports being submitted for this article. Refer to report number ID 2015691-2026-10441 for additional events within the same article. Article citation: chun-ka wong, kwong-yue eric chan, et al., unicorn for valve-in-valve transcatheter aortic valve replacement: unicorn hong kong registry, jacc: asia, volume 6, issue 1, 2026, pages 52-63, issn 2772-3747, https://doi.org/10.1016/j.jacasi.2025.10.011. The dates of the events are unknown; however, according to the article, the valve-in-valves occurred from july 2024 to august 2025. Thus, the first day of the reported study period (1 jul 2024) was used as the occurrence date. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, for valves implanted in the mitral position: suture looping/leaflet entrapment by native tissue, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis or regurgitation.